Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia with a reported blood glucose over 400 mg/dl after a recent infusion set change while using an ilet system with a contact detach 6 mm, 23 in set; the user declined to provide additional details, and supply replacement was not available, so he was advised to contact his healthcare provider and consider reverting to backup therapy. Symptoms included hyperglycemia. Outcomes included no reported emergency treatment or hospitalization. Investigation included a review of the event details based on user report; device data, lot information, and physical evaluation were not available. Investigation of this case revealed that the cause of the hyperglycemia was unclear, and no device malfunction, component failure, or product quality issue could be confirmed. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate due to insufficient information. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.